Event description:
It was reported during a ureteral stent placement procedure the positioning suture of this stent broke, which resulted in an inability to lock the catheter. An attempt to retrieve the stent with a snare was unsuccessful. The pt was sent to surgery when a cut down was performed to successfully retrieve the stent. Another stent was successfully placed at that time. The pt's condition is good. The device has not been received for evaluation. Therefore, no failure analysis is available. User technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "caution: if suture cannot easily be removed, it is recommended that an additional 20cm of suture be attached to one end of the cut suture. Advance 2,0mm (6fr.) Dilator over suture to ureteral stent. 2,0 mm (6fr.) Dilator will maintain stent position while slowly removing the suture from the stent."